Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address catastrophic failure of glenoid, possible infection, osteolysis, poly wear of the glenoid, and loosening of the humeral stem were also reported.